Event description:
It is reported that 5 months post op, patient fell and was revised for a broken proximal body of zmr implant.

Manufacturer narrative:
Evaluation summary: the patient was (B)(6) tall who reportedly swam 3 times a week and played golf twice a week. It was not determined if the fracture of the prosthesis preceded the fall. The operative report states, "the proximal portion of the implant basically fell out of the wound at the calcar. There was a segment of approximately 2cm which was also fractured which was removed basically free floating." The stem was further described as being, "rock solid" and "fully porous coated and fully osseous and integrated." From the details provided in the operative report it is not clear which component fractured. The proximal body is stated as having fractured, however, this is not consistent with the proximal body being free in vivo. Due to the very large conical mating surfaces and the additional retaining locking nut feature, it is unlikely the proximal body fractured. The conditions described are more consistent with a stem fracture at the junction, subsequently freeing the proximal body. No components or x-rays were returned from the surgery to help aid in the identification of the failure mode. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.